Event description:
It was reported that patient missed a refill date and the pump started alarming the morning of the report. The patient had increased spasticity and pain. It was stated that the patient represented to the emergency department (ed) because of the pump alarm. It was noted that 1.5ml of drug was aspirated before refill. The pump was used to deliver gablofen (was previously delivering lioresal). It was reported the next day that the healthcare provider (hcp) had tried to reach the managing hcp, but had not heard back yet. Additional information received reported that the patient had no other drugs in the pump besides baclofen at the time of the event. The patient was also taking baclofen, cymbalta, zofran, oxycontin, crestor, and flomax at the time of the event. The patient also experienced severe muscle spasms. The patient was refilled on (B)(6) 2014. The patient was not reportedly back to baseline.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Correction: it was reported that patient missed a refill date and the pump started alarming the morning of the report. The patient had increased spasticity and pain. It was stated that the patient represented to the emergency department (ed) because of the pump alarm. It was noted that 1.5ml of drug was aspirated before refill. The pump was used to deliver gablofen (previously lioresal). It was reported the next day that the healthcare provider (hcp) had tried to reach the managing hcp, but had not heard back yet. Additional information received reported that the patient had no other drugs in the pump besides baclofen at the time of the event. The patient was also taking baclofen, cymbalta, zofran, oxycontin, crestor, and flomax at the time of the event. The patient also experienced severe muscle spasms. The patient was refilled on (B)(6) 2014. The patient was reportedly back to baseline.